Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 for heart failure symptoms. There was also full separation of the silicone case at the bend relief of their driveline (dl) cord into the system controller. The patient used rescue tape and appeared to have lots of wear on the dl and pocket controller (pc) in general. A driveline repair was requested. The patient also had lactate dehydrogenase (ldh) and log file analysis found increasing pump power trend. It was recommended that the patient continue to be monitored.

Event description:
It was communicated on (B)(6) 2021 that the distal end repair was scheduled for (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photograph, as well as an evaluation of the returned portion of the driveline confirmed damage to the external portion of the patient¿s driveline; however, a specific cause for the reported damage, as well as the reported elevated ldh and heart failure symptoms could not conclusively be determined through this evaluation. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2021. Approximately 13¿ of the external portion/distal end of the driveline was returned. Clear rescue tape was observed from approximately 2.5¿ to 4.5¿ and from approximately 5.5¿ to 7.5¿ from the metal connector. Yellow tape was observed at approximately 7.5¿ from the metal connector. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Clear rescue tape was observed from approximately 2.5¿ to 4.5¿ and from approximately 5.5¿ to 7.5¿ from the metal connector. Yellow tape was observed at approximately 7.5¿ from the metal connector. Two tears in the silcone jacket were observed underneath the tape at approximately 2.5¿ and 6.25¿ . Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed 2.5¿ from the connector. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. A review of the submitted log file revealed that on (B)(6) 2021 at 08:59:24 and 13:52:25 the patient experienced 2 power and flow elevations. The power elevations were captured at 9.0 and 9.3 watts and the flow elevations were captured at 10 and 10.2 lpm. No other atypical events were captured and the pump appeared to operate as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2018. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. Section of the IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pi are addressed in section, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information provided. The manufacturer is closing the file on this event.